Event description:
It was reported that the patient presented with endocarditis with methicillin-susceptible staphylococcus aureus and swelling around the device pocket. This pacemaker was explanted as part of a device system explant. Upon removal, pus was noted within the device pocket, which was cultured and sent for analysis. The wound pocket was debrided. This pacemaker was used to pace externally temporarily. Subsequently, this pacemaker was returned to boston scientific for analysis. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. No additional adverse patient effects were noted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient presented with endocarditis with methicillin-susceptible staphylococcus aureus and swelling around the device pocket. This pacemaker was explanted as part of a device system explant. Upon removal, pus was noted within the device pocket, which was cultured and sent for analysis. The wound pocket was debrided. This pacemaker was used to pace externally temporarily. Subsequently, this pacemaker was returned to boston scientific for analysis. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. No additional adverse patient effects were noted.